Event description:
The dialysis machine exhibited a "blood alarm" while a patient was being treated. The dialysate solution was checked with a test strip and registered positive for the presence of blood. A different machine and patient lines were installed. The treatment was sucessfully completed without injury to the patient. The dialysis machine was found to have no failure. The problem was localized to the dialyzer.